Event description:
It was reported that this pacemaker battery appeared to be prematurely depleting. Based on previous battery longevity checks from (B)(6) 2019 to (B)(6) 2020 the battery longevity decreased from eight years to three years remaining. The physician elected to reprogram the device. Technical device analysis confirmed that there was an increase in battery consumption and recommend the device to be replaced. The device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code (B)(6) captures the reportable event of surgery.

Event description:
It was reported that this pacemaker battery appeared to be prematurely depleting. Based on previous battery longevity checks from april 2019 to april 2020 the battery longevity decreased from eight years to three years remaining. The physician elected to reprogram the device. Technical device analysis confirmed that there was an increase in battery consumption and recommend the device to be replaced. At this time, there is no evidence to suggest that intervention has been performed. Subsequently, surgical intervention was performed to explant and replace device. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker battery appeared to be prematurely depleting. Based on previous battery longevity checks from (B)(6) 2019 to (B)(6) 2020 the battery longevity decreased from eight years to three years remaining. The physician elected to reprogram the device. Technical device analysis confirmed that there was an increase in battery consumption and recommend the device to be replaced. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.